Manufacturer narrative:
Updated fields: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak in the right/left/up/down angulation knob. Furthermore, the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had an issue with the angulation. Inspection and testing of the returned device found that the connecting tube, bending section rubber and jet tube had foreign material. The jet tube had a white crystalized material inside. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire. It was also noted that water tightness was lost due to deformation of the right/left and up/down knob. The scope cover had a crack and the label on the scope connector was peeled. The connecting tube and the protector of the universal cord on the scope connector side had a cut. The air/water cylinder and scope cylinder had no color. There were scratches noted throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.